Event description:
Customer reported she tested her blood sugar a night before a medical incident and received a reading of 115 mg/dl. Next morning she reportedly experienced hypoglycemic episode with loss of consciousness. The paramedics were called and upon arrival obtained a reading of 40 mg/dl on their meter of unk brand and treated customer with glucose tablets. She also reported that prior to emt arrival she obtained a reading of 193 mg/dl on her freestyle lite meter and compared it to a reading of 133 mg/dl obtained on her competitor's meter, however, this method of comparison is invalid. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The product has been returned and investigated. The complaint was not confirmed and no new issues were observed.